Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). There was no ge healthcare access to the unit. The hospital staff checked the unit and continued to use the unit.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.